Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect."), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dyspareunia, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury to herself removed and new events: uterine perforation, device migration, dyspareunia (painful sexual intercourse), chronic pelvic pain, abdominal pain, back pain, menorrhagia(heavy menstrual bleeding), allergic rash, psychological injuries, vaginal infection, bladder disorder, urinary tract disorder, migraine and hair loss were added. Reporter and patient demography added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.